Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.

Event description:
A consumer reports having blurry vision following bilateral intraocular lens (iol) implant surgery. She also reports that immediately postoperatively her distance vision was improved although it was a little cloudy. At three weeks postoperatively, she reports her intermediate vision is blurred and her distance vision is no better than preoperatively. She can no longer read anything at close range without reading glasses. Consumer states that her physician has told her that she has slight swelling of her retina. At the consumer's requests, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.